Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while troubleshooting for the issues that he was having with his infusion sets, the customer was experiencing high blood glucose. His blood glucose was between 300 mg/dl and 400 mg/dl. He said that he does not think the pump was the cause of his high blood glucose. The customer said that he changed the set and gave himself a manual bolus and everything was fine. The insulin pump will not be returning for analysis.